Manufacturer narrative:
The product sample or additional supporting materials from the account was not available for this incident. Without a physical product sample, we are unable to perform any functional or visual testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic sigmoidectomy, the surgeon was firing the device and heard and felt a crack in the handle. The surgeon attempted to slowly fire the reload in one to two click increments but was unable to advance the cutting edge any further. There was a proximal incomplete staple line. To finish the procedure, the surgeon used another technique but the hospital would not provide details of the technique used. The laparoscopic procedure was converted to an open procedure which was unrelated to the device problem to achieve access in the pelvis. Staple line was fixed via the clamp and cut method. There was no medical or surgical intervention required. There was no injury to the patient.